Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 17 mm in diameter. The left common iliac artery was 44 mm in diameter and the right common iliac artery was 23 mm in diameter. The right and left external iliac arteries measured 7 mm in diameter. It was reported that prior to the procedure the physician was concerned about stenosis in the left external iliac landing zone so an extra bare stent was prepared just in case. The physician implanted two endurant stent grafts in the left external iliac artery and on the final angiography there was no stenosis so the extra bare stent was not used. There were no issues with delivery or deployment of the stent grafts. However, later that same day, limb occlusion was confirmed in the left external iliac artery landing zone. The following day, the physician performed a thrombectomy and implanted a bare stent resolving the occlusion. The physician recognized that left external iliac artery had narrow curvature and the cause of the occlusion was the patient¿s narrow external iliac artery. No clinical sequelae were reported and the patient is fine. Film review: review of several returned images showed that the arch was not acutely angulated, but there appeared to be calcification present as well as a short proximal seal zone. From these limited images the exact cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (occlusion), unapproved use of device (proximal neck diameter is less than 19mm and left external iliac diameter less than 8mm), patient's condition affected effectiveness of device (anatomy related; aortic calcification). Conclusion: known inherent risk of a procedure (occlusion), off ¿label, unapproved or contraindicated use (proximal neck diameter is less than 19mm and left external iliac diameter less than 8mm), device failure/lack of effectiveness related to patient condition (anatomy related; aortic calcification).